Event description:
As reported, the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) and tcmid:08 (coolant temp low) error messages. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console was evaluated at the customer site. The primary reported complaint of the thermogard console (sn (B)(4) displayed tcmid:06 (ce post failure) error message was confirmed during the event log review and the initial functional test. The tcmid:08 (coolant temp low) error message could not be verified during the initial functional testing because the thermogard console failed due to tcmid:06 (ce post failure) upon powering on. The investigation determined that the root cause of the error messages was determined to be a failed cooling engine (ce) heater, likely attributed to the device's aging. The thermogard system was manufactured in 2014 and is 9 years old, well past the expected serviceable life of 5 years. No physical damage was observed on the returned thermogard console during visual inspection. The thermogard console event log was reviewed and showed tcmid:06 and tcmid:08 messages, thus confirming the reported complaint. The system failed functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine (ce) heater and wire harness were replaced to remedy the fault. Following service, the console passed all the testing without any fault or error. All tests and readings are within the specified limits and the console functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard console with serial number (B)(4).